Manufacturer narrative:
Five days post-injection, the pt went to the ER and was treated with IV antibiotics and released after four hours. She was diagnosed with necrosis in the glabellar region. The pt is now receiving treatment with silvadene, nitro patches and dmso from a plastic surgeon. It is believed the pt was inadvertently injected into an artery causing tissue necrosis. During follow-up, the treating physician reported the pt is showing improvement however, may need reconstructive surgery to repair the glabella region. A review of the device history records indicates the reported lot #1022641 met all specifications prior to release.

Event description:
Office manager at (B)(6) in (B)(6) reported a pt who was injected with radiesse dermal filler in the glabellar region by a physician in (B)(6). The pt was diagnosed with an allergic reaction and prescribed antibiotic, cipro and injected with ceftriaxone. Five days later, after showing no improvement the pt went to the ER.